Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone), bupivacaine, and unknown baclofen via an implantable pump for unknown indications for use. It was reported that the patient had insufficient pain control (lumbar radiculopathy). The pump was refilled with new concentrations to increase the rate of hydromorphone and tp add baclofen while slightly decreasing rate of bupivacaine in effort to improve pain control. A pump reservoir volume discrepancy during refill was noted the expected reservoir volume (irv) - 2 ml, the actual reservoir volume (arv) - 9 ml. The patient continued to experience uncontrolled pain; patient scheduled for it rate adjustment. Post adjustment the patient reported improved but persistent pain with short-term relief following personal therapy manager (ptm) activations. The it rate and bolus dose were increased. On (B)(6) 2024: patient reported improved pain control; no further it rate adjustments made. The patient then reported uncontrolled pain and was self-increasing oxycodone ir and lyrica secondary to the pain. The it rate was increased and they were st arted on norco short-term. The pain persisted and they were given diclofenac 3% topical. Patient was scheduled for next-day evaluation and the it rate was increased. On 2024-10-26 psr update: document contained no new information. On 2024-10-29 e1; document contained no new information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the pump was refilled with new concentrations, increasing daily rate of hydromorphone and decreasing rate of bupivacaine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patiet had persistent pain. The bolus dose was increased and the patient rotated oral opioid to oxycodone.